Event description:
A call was received 3/11/2015 from a cyberonics consultant reporting that a dell axim programmer at a facility was "not consistently working well" and it "takes a while to interrogate/appears frozen." However, it does not actually malfunction when programming, so no patient is left without programming. Additionally, it has been known to "shut off" or "restart" while in use. This behavior has been reported by more than one person on site. The facility does not, however, want to replace this device. The device is not being returned for analysis as the site wishes to keep it for a backup programmer. Therefore cause of event cannot be determined.